Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed these batches (l16818 and n29044) from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wraps were extremely hot. The cause of the wraps being extremely hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The complaint investigation was reopened to include the results of the returned consumer sample evaluation. The returned sample did not provide any additional information that would assist in determining a root cause of the wrap becoming too hot. The conclusion and the origin of the complaint did not change as a result of the evaluation.

Event description:
Event verbatim [preferred term] even though her clothes, she did blister / too hot to the point of burning or blistering [burns second degree] , being extremely hot/ even though her clothes, she did blister [device issue] , the skin came right off [skin exfoliation]. Case narrative:the initial case and follow-up #01 were missing the following minimum criteria: no adverse effect. Upon receipt of follow-up information on 20mar2017, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer. An over (B)(6) years old caucasian female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number l16818, expiration date nov2017, lot number: n29044, expiry date: dec2018, upc number: (B)(4), applied to lower back via an unspecified route of administration from unknown date for an unspecified indication. The patient medical history and concomitant medications were not reported. The reporter firstly stated she purchased two boxes of thermacare wraps in (B)(6) 2016, each being two count boxes. A total of two wraps, one from each box, did not heat up. She stated one was already hard when she took it out the packet, and the other just never got warm. She mentioned that she really appreciated the new design of the wraps because the velcro attached better than it did 10 years ago. Before, the velcro did not stay put too well or it shredded. Later on, the reporter further reported that the quality control was extremely poor. There were some almost too hot to the point of burning or blistering and then others were not heating up. In this one box now, she has had one heatwrap that did not heat up very much at all and was luke warm and then she had two that have ended up being extremely hot and she had to put multiple layers between her and the heat-wraps so it wouldn't burn her. However, even though her clothes, she did blister in (B)(6) 2017, she applied it during the day. She treated the blisters with 1% hydrocortisone cream and bandaged it. The blister was to the lower back and took about 4 or 5 days to heal. Stated the skin came right off in 2017, she now had new skin and it was closed. There was nothing open. She has used the product for 8 or 9 years, since it came out. She was getting to the point of not wanting to use them. When the heatwraps blistered her, she took them off and gave them to her husband to use the rest of the day. They were still hot. The action taken for the suspect device was not changed. The outcome of the event "even though her clothes, she did blister" was resolved completely in 2017. The outcome of the event "the skin came right off" was resolving. According to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed these batches (l16818 and n29044) from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wraps were extremely hot. The cause of the wraps being extremely hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The complaint investigation was reopened to include the results of the returned consumer sample evaluation. The returned sample did not provide any additional information that would assist in determining a root cause of the wrap becoming too hot. The conclusion and the origin of the complaint did not change as a result of the evaluation. Additional information has been requested and will be provided as it becomes available. Follow-up (07apr2017): new information received from product quality complaint group includes investigation results for lot # l16818. Follow-up (21apr2017): new information received from the product quality complaints included investigational results for lot # n29044. Follow-up (18may2017): follow-up attempts are completed. No further information is expected. Follow-up (28jul2017): new information received from product quality complaint group included: updated qa results to include returned sample results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the report of "heatwrap was extremely hot'; "even though her clothes she did blister", "skin came right off" and device use error as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified., comment: based on the information provided, the report of "heatwrap was extremely hot'; "even though her clothes she did blister", "skin came right off" and device use error as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed these batches (l16818 and n29044) from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wraps were extremely hot. The cause of the wraps being extremely hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] even though her clothes, she did blister / too hot to the point of burning or blistering [burns second degree] , being extremely hot/ even though her clothes, she did blister [device issue] , the skin came right off [skin exfoliation] , . Case narrative:the initial case and follow-up #01 were missing the following minimum criteria: no adverse effect. Upon receipt of follow-up information on (B)(6) 2017, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer. An over 60 years old (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number l16818, expiration date nov2017, lot number: n29044, expiry date: dec2018, upc number: (B)(4), applied to lower back via an unspecified route of administration from unknown date for an unspecified indication. The patient medical history and concomitant medications were not reported. The reporter firstly stated she purchased two boxes of thermacare wraps in (B)(6) 2016, each being two count boxes. A total of two wraps, one from each box, did not heat up. She stated one was already hard when she took it out the packet, and the other just never got warm. She mentioned that she really appreciated the new design of the wraps because the velcro attached better than it did 10 years ago. Before, the velcro did not stay put too well or it shredded. Later on, the reporter further reported that the quality control was extremely poor. There were some almost too hot to the point of burning or blistering and then others were not heating up. In this one box now, she has had one heatwrap that did not heat up very much at all and was luke warm and then she had two that have ended up being extremely hot and she had to put multiple layers between her and the heat-wraps so it wouldn't burn her. However, even though her clothes, she did blister in (B)(6) 2017, she applied it during the day. She treated the blisters with 1% hydrocortisone cream and bandaged it. The blister was to the lower back and took about 4 or 5 days to heal. Stated the skin came right off in 2017, she now had new skin and it was closed. There was nothing open. She has used the product for 8 or 9 years, since it came out. She was getting to the point of not wanting to use them. When the heatwraps blistered her, she took them off and gave them to her husband to use the rest of the day. They were still hot. The action taken for the suspect device was not changed. The outcome of the event "even though her clothes, she did blister" was resolved completely in 2017. The outcome of the event "the skin came right off" was resolving. According to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed these batches (l16818 and n29044) from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wraps were extremely hot. The cause of the wraps being extremely hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2017): new information received from product quality complaint group includes investigation results for lot # l16818. Follow-up ((B)(6) 2017): new information received from the product quality complaints included investigational results for lot # n29044. Company clinical evaluation comment based on the information provided, the report of "heatwrap was extremely hot'; "even though her clothes she did blister", "skin came right off" and device use error as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified., comment: based on the information provided, the report of "heatwrap was extremely hot'; "even though her clothes she did blister", "skin came right off" and device use error as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified.

Event description:
Even through her clothes, she did blister/ too hot to the point of burning or blistering [burns second degree] , being extremely hot/ even through her clothes, she did blister [device issue] , the skin came right off [skin exfoliation] , . Case narrative:the initial case and follow-up #01 were missing the following minimum criteria: no adverse effect. Upon receipt of follow-up information on 20mar2017, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer. An over 60 years old (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number l16818, expiration date nov2017, lot number: n29044, expiry date: dec2018, (B)(4), applied to lower back via an unspecified route of administration from unknown date for an unspecified indication. The patient medical history and concomitant medications were not reported. The reporter firstly stated she purchased two boxes of thermacare wraps in (B)(6) 2016, each being two count boxes. A total of two wraps, one from each box, did not heat up. She stated one was already hard when she took it out the packet, and the other just never got warm. She mentioned that she really appreciated the new design of the wraps because the velcro attached better than it did 10 years ago. Before, the velcro did not stay put too well or it shredded. Later on, the reporter further reported that the quality control was extremely poor. There were some almost too hot to the point of burning or blistering and then others were not heating up. In this one box now, she has had one heatwrap that did not heat up very much at all and was luke warm and then she had two that have ended up being extremely hot and she had to put multiple layers between her and the heat-wraps so it wouldn't burn her. However, even through her clothes, she did blister in (B)(6) 2017, she applied it during the day. She treated the blisters with 1% hydrocortisone cream and bandaged it. The blister was to the lower back and took about 4 or 5 days to heal. Stated the skin came right off in 2017, she now had new skin and it was closed. There was nothing open. She has used the product for 8 or 9 years, since it came out. She was getting to the point of not wanting to use them. When the heatwraps blistered her, she took them off and gave them to her husband to use the rest of the day. They were still hot. The action taken for the suspect device was not changed. The outcome of the event "even through her clothes, she did blister" was resolved completely in 2017. The outcome of the event "the skin came right off" was resolving. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the report of "heatwrap was extremely hot'; "even through her clothes she did blister", "skin came right off" and device use error as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the report of "heatwrap was extremely hot'; "even through her clothes she did blister", "skin came right off" and device use error as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wraps were extremely hot. The cause of the wraps being extremely hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] even though her clothes, she did blister / too hot to the point of burning or blistering [burns second degree], being extremely hot/ even though her clothes, she did blister [device issue], the skin came right off [skin exfoliation]. Case narrative: the initial case and follow-up #01 were missing the following minimum criteria: no adverse effect. Upon receipt of follow-up information on 20mar2017, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer. An over (B)(6) caucasian female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number l16818, expiration date nov2017, lot number: n29044, expiry date: dec2018, upc number: (B)(4), applied to lower back via an unspecified route of administration from unknown date for an unspecified indication. The patient medical history and concomitant medications were not reported. The reporter firstly stated she purchased two boxes of thermacare wraps in (B)(6) 2016, each being two count boxes. A total of two wraps, one from each box, did not heat up. She stated one was already hard when she took it out the packet, and the other just never got warm. She mentioned that she really appreciated the new design of the wraps because the velcro attached better than it did 10 years ago. Before, the velcro did not stay put too well or it shredded. Later on, the reporter further reported that the quality control was extremely poor. There were some almost too hot to the point of burning or blistering and then others were not heating up. In this one box now, she has had one heatwrap that did not heat up very much at all and was luke warm and then she had two that have ended up being extremely hot and she had to put multiple layers between her and the heat-wraps so it wouldn't burn her. However, even though her clothes, she did blister in (B)(6) 2017, she applied it during the day. She treated the blisters with 1% hydrocortisone cream and bandaged it. The blister was to the lower back and took about 4 or 5 days to heal. Stated the skin came right off in 2017, she now had new skin and it was closed. There was nothing open. She has used the product for 8 or 9 years, since it came out. She was getting to the point of not wanting to use them. When the heatwraps blistered her, she took them off and gave them to her husband to use the rest of the day. They were still hot. The action taken for the suspect device was not changed. The outcome of the event "even though her clothes, she did blister" was resolved completely in 2017. The outcome of the event "the skin came right off" was resolving. According to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wraps were extremely hot. The cause of the wraps being extremely hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (07apr2017): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment: based on the information provided, the report of "heatwrap was extremely hot'; "even though her clothes she did blister", "skin came right off" and device use error as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the report of "heatwrap was extremely hot'; "even though her clothes she did blister", "skin came right off" and device use error as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.